Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving heparin 1250unites/ml at 1249.6 units/day, saline, and another medication unknown. Indication for use was noted as cancer chemotherapy and liver, metastatic or primary. It was reported that an alarm was occurring, an empty pump alarm had occurred. Per the event logs the empty reservoir occurred on (B)(6) 2016 at 10:24. It was noted that the patient had been hearing the pump alarm. The patient had missed a refill. When the patient went to have their pump taken care of, there were two hcps in another building of the hospital campus but would not come to where the patient was to take care of the pump. On (B)(6) 2016, the patient was going to see their physician for a refill. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.